Manufacturer narrative:
E1 ¿phone: (B)(6). G4 ¿ PMA/510(k) #: exempt. H3 - device evaluation anticipated, but not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported prior to a bladder lithotripsy procedure, the nurse opened the package of an ncircle tipless stone extractor checked the device, and found out the basket handle conjunction was damaged. The user immediately changed to a new basket to complete the procedure. A photo was provided of what appears to show the outer support sheath at the handle was broken. No adverse effects on patients were reported since the observation was made prior to patient contact.

Manufacturer narrative:
Investigation ¿ evaluation. Description of event: it was reported prior to a bladder lithotripsy procedure, the nurse opened the package of an ncircle tipless stone extractor checked the device and found out the basket handle conjunction was damaged. The user immediately changed to a new basket to complete the procedure.a photo was provided of what appears to show the outer support sheath at the handle was broken. No adverse effects on patients were reported since the observation was made prior to patient contact. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturer¿s instructions (mi), quality control (qc) procedures, visual inspection, and functional testing of the returned device were conducted during the investigation. One ncircle tipless stone extractor was returned for investigation in an open package with label. Upon inspection the basket sheath was split at the handle. The handle was actuated, and the basket would open/close. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no related non-conformances reported for lot. A complaint history database search showed no other related complaints associated with the failure mode for the complaint device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, cook has concluded that the device was manufactured to specification and that there is no evidence that nonconforming product exists in house or in the field. Cook also reviewed product labeling. The IFU supplied with the device did not provide any information related to the reported issue. Based upon the available information, inspection of the returned device, and results of the investigation, cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints per the risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.